Event description:
It was reported that the patient underwent a seven level alif from t11-s1 using rhbmp-2/acs, cancellous allograft chips, grafton and ovoid titanium mesh cages. The pt reportedly developed a collection of fluid anterior to the vertebral column. The collection of fluid reportedly recurred following treatment, which included placement of a pig-tail drain. Sinogram performed approximately ten weeks post-op revealed an irregular 50cc cavity. Fluoroscopically guided repositioning of the pig-tail drain was performed to center the drain tip within the main body of the cavity containing the collected fluid. The drain was connected to jackson-pratt bulb suction. Gelfoam was coated over the surface of the anterior column from t11 to s1. Grafton and allograft chips were implanted within the interbody devices.

Manufacturer narrative:
Products from multiple manufacturers were planted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Post-operative CT scans were reviewed, which demonstrated an apparently an accumulation of fluid which does not communicate with the vertebral column or disk spaces, and appears to be unrelated to the use of any medtronic product. We are unable to determine the definitive cause of the reported event. Nevertheless, we are filing this medwatch for notification purposes.